Manufacturer narrative:
This is a cancellation report, the event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. This complaint report does not meet the requirements of an adverse reaction/device defect report as per 21 cfr part 814.82 (a)(9). Following completion of lab evaluation this file is no longer reportable based on the device malfunction reporting precedence for this device family for the issue of 'difficulty in removing lockwire' as this is not applicable to this complaint event.

Event description:
Per physician - (B)(6) 2020 - regarding the two stent; (B)(4) a pt with pancreatic cancer and tight stricture, I stent went down ok over the wire but I could not advanced up in the bile duct because of the stricture, so I did balloon dilation then when I tried to reinsert the stent, we could not get wire exit from the stent, it kinds stuck against something inside the stent. (B)(4) so I tried the other stent and the exact thing happened again. At the end I placed the 7 fr plastic stent. I guess the main issue with sems, why we could not pass the wire through it?

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per physician - (B)(6) 2020 - regarding the two stent: (B)(4) a pt with pancreatic cancer and tight stricture, I stent went down ok over the wire but I could not advanced up in the bile duct because of the stricture, so I did balloon dilation then when I tried to reinsert the stent, we could not get wire exit from the stent, it kinds stuck against something inside the stent. (B)(4) so I tried the other stent and the exact thing happened again. At the end I placed the 7 fr plastic stent . I guess the main issue with sems, why we could not pass the wire through it ?